Manufacturer narrative:
Upon revision of the filed MDR the patient age was changed from (B)(6).

Manufacturer narrative:
Upon revision of the event date was changed from (B)(6) 2015 to (B)(6) 2015.

Event description:
The customer reported the coulter lh 750 hematology analyzer generated erroneous differential results and no nucleated red blood cells (nrbc) for one patient sample. The sample result was compared to a manual differential. The erroneous result was not reported outside of the laboratory. Erroneous patient results were not reported and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/27/2015. The fse found the latron channel conductivity was high. The fse adjusted the latron scatter conductivity, which resolved the issue. (B)(4).